Manufacturer narrative:
(B)(4).

Event description:
The customer reported getting an error message regarding operating system software after the device lost power during a transport. There was no adverse pt impact.